Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Event description:
It was reported that battery compartment cracked on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.